Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when she changed her reservoir and attempted to fill tubing, the piston continued to go up and push out insulin. The patient's blood glucose at the time of incident was 75 mg/dl. The customer attempted to prime once more but the insulin pump did not allow her to escape the rewind process. The customer was assisted in completing the fill tubing process. However, the customer declined further troubleshooting. No products were returned or replaced.